Event description:
A surgeon reported a shunt was explanted and a trabeculectomy was performed. (The shunt was implanted using a fornix-based flap and a #25-gauge needle to create the tract). The surgeon reported noting the intraocular pressure (iop) gradually rising over time and at one month postoperatively, the iop was 20 mmhg and the bleb was very low. A laser suture lysis was performed and the iop dropped to 11mmhg; however, two weeks later, there was no visible bleb elevation and the iop was 29 mmhg. A needling was performed after which the bleb reformed and the iop dropped to 9mmhg. When the pt was seen again, the bleb was again flat and the iop was 30 mmhg. This time, a reneedling was unsuccessful and the pt was taken to the emergency room for a revision. The surgeon reported he first attempted to needle the bleb and lift the scleral flap. Although he was able to get under the flap, the bleb did not reform. He then decided to open the conjunctiva for a full revision and lifted the scleral flap completely. He noted at this time, there was no fluid egressing from the shunt's lumen. The surgeon reported that since he did not have a wire thin enough to cannulate the shunt, he decided to remove it and convert the case to a trabeculectomy. The surgeon reported examining the explanted shunt under the microscope and saw a translucent tissue within the shunt's lumen. This, he felt, was the reason the shunt had failed.

Manufacturer narrative:
Eval summary: the shunt was returned for analysis. The shunt was visually inspected and was found to be proper. The shunt's lumen appeared to be clear, with no blockage. The complainant statement "no aqueous coming out of shunt" could not be confirmed. The device history record (DHR) was reviewed. No abnormalities were found during the DHR review and the product was released according to optonol's release criteria. The root cause could not be conclusively determined and does not seem to be device related. Add'l info was requested and received. (B)(4).